Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange). Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.8mm)] (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +6.50 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved. Reportedly, the patient is a "normal, happy customer."